Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the up/down/ok keypad buttons requires excessive force to activate during testing and the down key contact was misaligned.